Event description:
It was reported that during preparation, the guidewire (subject device) was introduced into the balloon catheter and advanced without resistance; however, the distal part of the balloon catheter was kinked and broke. The broken distal part of the balloon catheter separated the soft distal tip of the guidewire, which was inside of the balloon catheter. There was no patient involvement.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during preparation, the guidewire (subject device) was introduced into the balloon catheter and advanced without resistance; however, the distal part of the balloon catheter was kinked and broke. The broken distal part of the balloon catheter separated the soft distal tip of the guidewire, which was inside of the balloon catheter. There was no patient involvement.

Manufacturer narrative:
The guidewire was received in two fragments: the proximal fragment was 80.2cm length and the distal fragment was 123.6cm length. The guidewire distal fragment was in the transform balloon catheter. The guidewire distal approximately 3.0cm section was protruding through the transform balloon catheter distal end. The transform balloon catheter was flushed and the guidewire was pulled out from its distal end. Magnified examination of the fracture site showed the core wire was fractured. The guidewire was bent at the fractures site and at 9.5cm distal to the fractures site. The guidewire was also bent at approximately 18.5cm, 39.0cm and 62.0cm from its proximal end. The guidewire in the transform balloon catheter was fractured at the spot where the transform balloon catheter was kinked at 29.5cm distal to the strain relief. There were no anomalies noted to the device coating. From the condition of the guidewire at the fracture site, it appears that the guidewire was bent first and then separated. Magnification of the fracture site showed evidence of torsional failure and excessive manipulation. Sem (scanning electron microscopy) analysis was performed on the proximal and distal separation sites. There was visible necking on the corewire which is indicative of a tensile fracture. There is some potential torsional fracture with the clockwise spirals in opposite directions. This could be where the location of the final fracture occurred due to the 360 degree nature of the fracture. No other anomalies were noted. It was concluded that the break occurred due to bending and mechanical forces applied. It is probable that the reported event is related to some procedural factors during use of the device, the device was damaged and performance was limited. Therefore, it was determined that the reported event was related to operational context.